Event description:
It was reported that during a procedure to treat a lesion in the left superficial femoral artery. An armada 35 percutaneous transluminal angioplasty (pta) catheter balloon was prepped per the instructions for use and advanced without any resistance noted. It was intended to be inflated for the first time to 12 atmospheres; however, the balloon ruptured. The armada 35 pta catheter was simply removed from the patient anatomy. Another armada 35 pta catheter was used to ultimately treat the target lesion. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.